Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they felt intermittent shocking mainly in their feet and also in their calves. Additional information received from the patient in response to follow-up reported that the patient had notified their healthcare provider (hcp) during their (B)(6) 2015 appointment. The patient had been getting a call your doctor symbol and end of service (eos) message on the "charger belt", but if they tried longer they would charge. The smaller unit started showing the same sign. There was no concern with the device longevity. The patient stopped trying to charge and the generator went dead. With the unit dead, there were no more shocks. Pain then increased 10-fold at least. The doctor wouldn't increase their medications. It was noted that the patient was rear-ended by a car going 80 miles per hour while stopped and the pain had greatly increased over the years. The patient had been without the device since the first week of (B)(6) 2015 and had not heard about getting a replacement. Relevant medical history included chronic low back pain. Additional follow-up was performed to determine what actions were taken to address the event and if it was resolved.